Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions to revert to multiple daily injections as a backup therapy and will receive a replacement pump from technical support.